Event description:
Device history record was reviewed. No event linked with the reported issue was observed. Due to the reported event, device history log could not be extracted therefore no review could be performed. The reported device was received in lake zurich and its investigation was performed by our local technical team. The external visual check showed that the device was frozen on software upgrade screen. It seemed that the cpu board was wiped out. Upon device internal check, deep scratch was found on the cpu board although it was still functional. The reported event is confirmed and is likely linked to an improper handling of the device (drop or fall) causing damage on cpu. To our knowledge this complaint is not being related to patient safety. This complaint is considered as misuse. For this issue as per our local procedure, we initiated no action.

Event description:
The following has been reported: "defective reset circuit customer reports error 98 boot vlmt (v 01.5) ns: 179406300007201506250464 waiting connection. Attempted to upgrade to v2.1 with no success. No adverse reactions reported." Reporting due to the referenced issue; no serious injuries were reported. More information is needed to complete the investigation.